Event description:
Event description cpi received information that these two myocardial leads (4312's) were removed from service due to lead fracture. The entire lead system was capped, and a cpi (0125) lead was implanted.